Event description:
It was reported that the device was used during a laparoscopic cholecystecetomy. It was reported that the clip was malformed. The case was completed with a similar device. There was no consequences to the patient.